Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer alleged the occlusion alarm was caused by a piece of the septum within the cartridge patient line. A cartridge change was performed to address the issue. Customer's blood glucose level was 358 mg/dl.